Event description:
The hospital reported that during a coronary artery bypass procedure, the (B)(4) metal tip was bent, possibly due to the insertion process. The reported stated "one of the loops was bent, possible due to insertion process". A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the curved electrode was bent up and out, and widened. There was no evidence of blood or signs of clinical usage. Based upon this observation, the reported failure "electrode bent" was confirmed. (B)(4).